Manufacturer narrative:
Received 1 used and 4 unused samples for evaluation. As received, there were no damages or anomalies observed. Upon functional testing a leak was observed between the tubing and female luer of the cassette. Further inspection of the bond showed spotty solvent coverage at the tube luer bond. This was only observed for the used sample. The new samples did not show any leakage during filling. The luer tube bond was separated and the tube and bond pocket was observed. A solvent channel was observed on the tube. The tubing pull test results exceed the minimum pull test specification. The sample measurements are within the defined range stated in the product drawing. The complaint of leakage can be confirmed. However, root cause analysis is being addressed under a formal CAPA investigation. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. H3 and h6. Codes: updated.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a leak was observed at the cassette tube connection port. The event occurred before patient use, during priming at the facility.